Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 40 used, empty easypump ii lt 60-30-s without packaging for the following cc-notifications: (B)(4) (MFR # 9610825-2016-00239), (B)(4) (MFR # 9610825-2016-00240), (B)(4) (MFR # 9610825-2016-00241), (B)(4) (MFR # 9610825-2016-00242), (B)(4) (MFR # 9610825-2016-00243), (B)(4) (MFR # 9610825-2016-00244), (B)(4) (MFR # 9610825-2016-00245), (B)(4) (MFR # 9610825-2016-00246), (B)(4) (MFR # 9610825-2016-00247), (B)(4) (MFR # 9610825-2016-00248), (B)(4) (MFR # 9610825-2016-00251), (B)(4) (MFR # 9610825-2016-00252), (B)(4) (MFR # 9610825-2016-00253), (B)(4) (MFR # 9610825-2016-00254), (B)(4) (MFR # 9610825-2016-00255), (B)(4) (MFR # 9610825-2016-00257), (B)(4) (MFR # 9610825-2016-00258), (B)(4) (MFR # 9610825-2016-00259), (B)(4) (MFR # 9610825-2016-00260), (B)(4) (MFR # 9610825-2016-00261), (B)(4) (MFR # 9610825-2016-00262), (B)(4) (MFR # 9610825-2016-00263), (B)(4) (MFR # 9610825-2016-00264), (B)(4) (MFR # 9610825-2016-00265), (B)(4) (MFR # 9610825-2016-00266), (B)(4) (MFR # 9610825-2016-00285), (B)(4) (MFR # 9610825-2016-00286), (B)(4) (MFR # 9610825-2016-00301). Due to the fact that we could not assign the 40 samples to one of the generated cc-notifications, these 40 samples were processed within cc-notification (B)(4) (MFR # 9610825-2016-00239).

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from italy to bbm in germany for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the DHR and there was no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): last (B)(6) some easypump have been implanted with saline solution (60 ml) according to the IFU. The infusion stopped some hourse before than 30 hours, so the drug has been in fuse in less time. Duration 24 hours.